Manufacturer narrative:
No parts have been received by the manufacturer for evaluation as it was discarded at the site. While troubleshooting, the medtronic representative replaced the imaging system fuses after noticing that no line power light was on. The imaging system was tested and passed the system checkout and was found to be fully functional. Issue resolved with part replacement. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during spinal fusion procedure they had pulled the imaging system out of the room after use. While the imaging system was in the hallway it was beeping. He noticed that no line power light was on. He then replaced the fuses and system was functioning normally. This happened outside of the procedure room. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue.